Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when removing the plunger from the device, the suture ends were wound together. The suture was removed and not used. The sheath was upsized to 14f and the tavi procedure was completed. One proglide suture was deployed after the procedure with the knot tightened to the vessel wall; however, hemostasis was not achieved in this large-hole access site. Closure with proglide use was abandoned. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported ¿the suture ends were wound together¿ likely indicates a suture retrieval issue based on the operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.